Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The onyx was not returned for analysis as it was implanted in the patient; therefore the customer¿s complaint issue could not be confirmed, and the event cause could not be determined. It is likely that the use of the cautery device with the onyx material led to the reported issue. Per our instructions for use (IFU): ¿due to the possibility of electrical arcing with the tantalum metal in the onyx les material, use of monopolar electrocautery devices for surgical resection of bavms or arteriovenous fistula embolized with onyx les should be avoided. Bipolar devices should be used with caution.¿ additional information has been requested, including device information, however it has not been provide. Should it become available a supplemental report will be submitted. This event was reported from a q&a session of svs. The physician reports that this phenomenon involves electrocautery in areas where onyx was used.

Event description:
Medtronic received information that 2 days after the patient underwent pre-op tumor body embolization on bilateral giant tumors with onyx, resection of the tumors was performed, during which, the cautery device touched the onyx cast which created sparks in the wound. No injury reported.